Event description:
Patient was admitted to the emergency deparment for multiple injuries related to an motor vehicle accident. During the CT with enhancement of the abdomen, the ivf dye (optiray 320) injected into his (l) forearm extravasated causing compartment syndrome. Patient required immediate surgical intervention described below.